Event description:
The facility reports the hoist was being used by a community nurse when it reported to have snapped. The sling and patient had not been attached to the spreader bar when the failure occurred during setting-up of the hoist.